Event description:
Ra pt developed severe join pain, nausea and vomiting 4 hours after the pt's 2nd and 3rd treatment. Admitted to hospital for IV fluids. Central line in place for treatments cultured positive and was removed. No further treatments.